Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. Prior to the procedure, a baseline trivial pericardial effusion was noted. During the procedure, heparin was administered and transseptal was made at the inferior/mid location. The wire was placed in the laa. The 25 mm amulet was attempted to be deployed twice but was unsuccessfully. The 25 mm amulet laao device was removed. A new 22 mm amulet laao device was selected for implant due to mis-sizing. The 22 mm amulet laao device was deployed twice and released on the third attempt with the same delivery sheath. The device was implanted. Protamine was administered. Immediately after implanting the device, a circumferential pericardial effusion was noted, with the largest part of the effusion in the left and right ventricles. The largest effusion was in the left and right ventricles. A pericardiocentesis was completed. The physician believed the 22mm amulet laao worsened the pericardial effusion. The patient status was stable.